Event description:
The customer stated, he was hospitalized for high blood glucose. No blood glucose reading was reported. The customer stated that, the medical doctor reviewed the programming on the insulin pump and found that the customer had programmed a second basal rate by mistake. The basal rate was set to 25.0 units per hour and it was supposed to be set at 2.5 units per hour. The customer was assisted with programming the correct basal rate during the phone call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.